Event description:
Customer reports one standard bore i.v. Catheter extension set found to be leaking at the male/female connection. The customer reports the leak occurred during patient use. No injury or medical intervention. No additional information known at this time.